Event description:
It was also reported that during a right ventricular (rv) lead extraction, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Product ID 694965 lead implanted: 2007 (B)(6); 5076-52 lead implanted: 2007 (B)(6). (B)(4).